Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation it was determined that the device would run in the locked position ¿ power broken and was leaking liquid. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the motor device, and the reported condition of an undetermined malfunction was confirmed. An evaluation was performed and it was determined that the device had hose damage, the device would run in the locked position ¿ power broken, had insufficient/low power, was worn, was leaking liquid, the locking components were damaged, worn vanes, and was loose. It was further determined that the device failed pretest for visual assessment, hose verification, loctite verification, safety assessment, rotational speed assessment, and oil leak assessment. The assignable root cause of these conditions was determined to be traced to the user, which is user error. UDI ¿ (B)(4).